Event description:
In 2009, the sales representative reported there was an issue with the strut. Additional info received via telephone on 21 jul 2009, the sales representative reported that during surgery the surgeon was attempting to implant the strut when it was identified that the disc space was tighter on one side. The strut did not engage on the implant and the surgeon explanted the infix implant and started over with another strut. The surgeon burrowed out the disc space on the side that seemed tight. The surgeon was able to implant the infix implant. There was no surgical delay of more than 30 mins and the sales representative did not have any pt info.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending.